Event description:
The anvil would not lock onto the spike. Circular stapler xl anvil would not lock onto the spike. No injury to patient a new product was opened and worked fine.

Event description:
Circular stapler xl anvile would not lock onto the spike. No injury to patient a new product was opened and worked fine.